Manufacturer narrative:
Patient information could not be obtained because the customer would not provide it. A ge healthcare field engineer performed a checkout of the equipment. The high powered display unit was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the display went blank. The clinician reportedly rebooted the machine and completed the case with no further reported complaint. There was no reported patient injury.